Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for routine device check ams episodes due to ra lead noise was observed. Physician performed isometric exercise and noise was not able to be duplicated. Patient will be monitored and is stable.